Event description:
It was reported that during a routine supply change and cartridge fill, insulin leaked inside the pump while the user was filling their tubing; the user confirmed they self-fill cartridges, followed proper filling and rewind steps, and did not attach the connector to the cartridge prior to inserting it into the pump. Customer care provided support that included recommendation to change the cartridge. Investigation of this case revealed a leaking cartridge during setup without alarm activation, consistent with a cartridge or connection issue within the cartridge subsystem. Symptoms included no reported adverse clinical effects. Outcomes included replacement of the cartridge without health consequence or impact. It was concluded, based on previously established findings for similar reports, that the cause was user handling or assembly-related leakage during cartridge preparation.